Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an error code, and the anti-fog function was disabled. The issue was found during therapeutic laparoscopic pancreatic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the outer tube (thermistor) was broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: anti-fog function disabled, and error 104 occurs was due to the outer tube (thermistor) being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.